Manufacturer narrative:
The patient returned pump for alleged stuck button alarm, reservoir not locking into place, cosmetic damage at the lcd screen, back light anomaly, and charge/battery lasts less than expected observed on 30-nov-2022. The pump passed the displacement test, sleep current test, active current test, and self test. No stuck button alarms noted during analysis. No back light anomalies noted during analysis. No unexpected power alarms/alerts/anomalies noted during analysis. The history/trace downloads were successful using thus. All buttons were tested individually for their functionality; no damage to keypad traces and j1 connector on pcba 1 was not unlocked during visual inspection. Pump passes keypad voltage test. Verified the pump alarmed stuck key on 11/29/2022 at 10:50:58.000. Adjusted brightness for backlight with no anomalies. Noted that auto brightness was on and could affect the display dimming. No power loss alarms/alerts noted in downloaded history files on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: battery tube threads - cracked, scratched lcd window (minor), cracked keypad overlay, missing display window/cover, stained keypad overlay, cracked case (battery tube), broken belt clip rails, pillowing keypad overlay, and partially faded serial number label. No stuck key alarms noted during analysis, keypad unresponsive/button error alarm not confirmed. Reservoir locked properly into place. Cosmetic damage confirmed at the lcd screen. No back light anomalies noted during analysis, back light anomaly not confirmed. No power loss alarms/alerts/anomalies noted during analysis, charge/battery lasts less than expected not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated summary; it is informed that the insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the insulin pump had diminished battery life and buttons on the screen were unable to read. The customer reported that the backlight of the insulin pump was dimmer and the reservoir was loose and not secure. The customer also reported that there were scratches on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was not performed. It is unknown whether the customer will continue or discontinue using the device and the insulin pump will not be returned for analysis.